Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified cracked opening and delaminated valve. Leak test and microscopic analysis were performed which identified cracked opening and total delamination of the valve. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve and total delamination of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.